Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead. A lead integrity alert (lia) was triggered for oversensing with a high sensing integrity counter (sic). The lead was programmed off and a revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.